Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of death was listed as cardiac arrest due to pulse-less electrical activity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the spouse the patient died four years ago. It was also reported "the patient had pulse-less electrical activity, they were not sure if the device did or did not do what it was supposed to do, but the device did not shock the patient." A request for the circumstances and cause of death was made but not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the physicians office. The cause of death was presumed to be pulse-less electrical activity (pea) and or hypotension, the implantable cardioverter defibrillator did not malfunction and there were no product problems. The circumstances surrounding the death were pea with normothermia protocol.